Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block; no leaks were found. The pump was functionally tested and failed activation test. Product analysis was unable to confirm a broken connector tube due to the device was not returned for analysis. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the mechanical issue.

Event description:
It was reported that the patient visited the hospital 2 weeks before surgery as the product did not work properly. The pump connection tube was broken and the inflatable penile prosthesis pump component was replaced. Following the procedure, the patient was stable and the event resolved.

Event description:
It was reported that the patient visited the hospital 2 weeks before surgery as the product did not work properly. The pump connection tube was broken and the inflatable penile prosthesis pump component was replaced. Following the procedure, the patient was stable and the event resolved.